Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens with diopter -13.0 into the patient's right eye (od) on (B)(6) 2023. Within the initial surgery the lens was removed. A shorter length lens was implanted on (B)(6) 2023 and the problem was resolved. Cause reported as unknown.